Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 cgm displayed inaccurate values. Patient reported that cgm did not display low measurements that patient claimed to be experiencing. No medical intervention was required.